Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while the device was disconnected and could not load a cartridge. There was no impact to the customer's blood glucose (bg) levels. Customer indicated a non-tandem insulin pump would be used as back-up therapy.

Manufacturer narrative:
Reported event not confirmed; however, a different issue was found.